Event description:
(B)(6): I had coolsculping done to my stomach area in 2024. I had two or three treatments. In the past year I have noticed a big change in my stomach and it is not due to weight gain. The area looks swollen and has become a sore and sensitive area to touch. Reporter email: (B)(6) / additional product details: I had coolsculping one over a year ago and I think I have developed pah from coolsculping. I have a big bulge under my breast, and the area is sore and painful at times.